Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient underwent an atrioventricular (av) node ablation on (B)(6) 2021. The patient was transplanted on (B)(6) 2021. The patient was then extubated in the intensive care unit (ICU) on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file data submitted by the account confirmed transient low flow alarms; however a specific cause for the low flow events could not be determined though this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia and patient outcome could not be conclusively established through this evaluation. The submitted controller event log file captured transient low flow alarms on (B)(6) 2021. Of note, pulsatility index (pi) values were elevated during some of the low flow events. No other notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the log file. It was later reported that the patient underwent a transplant on (B)(6) 2021. The device reportedly operated as expected and would not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. G, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) are also currently available. These documents are specific to controllers with controller software 1.5.2 and explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. These guides also outline all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's transplant was reportedly not due to a device related issue and the device reportedly operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with broad complex tachycardia on (B)(6) 2021. Review of the patient's log files showed low flows with high pulsatility index (pi) readings. Internal direct current cardioversion (dccv) was used to pace the rhythm. The patient's mean arterial pressure (map) was 103 and the patient was put on 2.5 mg of ramipril. The patient's heartrate was then at 100 paced. An aortic valve (av) ablation was planned for (B)(6) 2021.